Event description:
Pt's nurse reported pump malfunction during pt's infusion, stating pump was given error code 20 to change battery. Pt's nurse changed battery many times and it is still not working. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: naglazyme sdv - 60mg. Did pt miss a dose or have an interruption to therapy? - yes; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown. Diagnosis for use: other mucopolysaccharidoses.